Event description:
It was reported that a pt who underwent anterior capsulotomy and lens fragmentation with the catalys system (system) experienced a suspected incomplete capsulotomy and posterior capsule tear. The incomplete laser capsulotomy was confirmed and subsequently completed using manual surgical capsulorrhexis technique. The suspected posterior tear was also confirmed by the surgeon when he attempted to remove the lens nucleus, wherein the lens nucleus was displaced into the vitreous body. A posterior vitrectomy was successfully performed.

Manufacturer narrative:
Investigation of the incident included analysis of the system video display recording, system optical coherence tomography (oct) recording, and cataract surgery video. From this analysis it was concluded that the laser cutting pattern had been delivered too posterior to the desired location in the eye, due to incorrect connection of the pt interface components (i.e. Incorrect seating of the suction ring to the disposable lens). At the start of the procedure the suction ring was incorrectly seated with the disposable lens (the suction ring was slightly canted to the side and displaced distal to the disposable lens). Sometime after the initiation of the procedure the suction ring self-centered and moved proximal and upward toward the fixed disposable lens, correctly seating the two pt interface components to one another. However, this upward movement of the suction ring resulted in delivering the laser cuts more posterior in the eye than the surgeon had originally intended. Subsequent to this event, all system users were re-trained to assure correct connection of the pt interface components during the initial pt docking procedure, which precedes the oct imaging and laser cutting portions of the procedure.